Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated numerous tampons broke while inserted. One tampon's string broke. No injury was reported.

Event description:
Consumer e-mail stated numerous tampons broke while inserted. One tampon's string broke. No injury was reported.

Manufacturer narrative:
Correction: product updated to tampax/tampons/pearl/pearl/regular-normal/non deodorant/36ct. No failure could be identified as a result of the investigation completed on 30-mar-2021.